Event description:
Caller reported damage to pump housing and usb port, which affected the ability to charge the device and resulted in a shutdown. There was no adverse impact to the customer's blood glucose level, which did not exceed 500 mg/dl. Customer continued to use current pump.